Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to an unrelated procedure with the use of fluoroscopy, loss of insulation and exposed electrode of the right ventricular lead was noted. The lead was capped on 11/06/2018 and replaced. The patient was stable post-procedure.